Event description:
The customer contact reported a separation; subsequently blood loss was noted. It was reported that after the nurse inserted the catheter into the pt's peripheral vein, blood was noted leaking from the insertion site. The nurse attempted to remove the catheter; however, only the hub was removed "leaving the soft part of the catheter in the vein." The remaining piece of catheter was removed from the vein with a hemostat. It was reported that the pt lost approx 5 to 10ml of blood. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. A new insertion site was established. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.